Event description:
The wife of a male patient called lifecor customer support to report that one of his battery packs has been in the charger since yesterday and is displaying a red flashing bad battery icon on the charger. The patient's wife stated the battery pack feels warm when removed from the charger. When placed in the monitor a "?", "reinsert battery", press ok" message is displayed. The patient's suspect battery pack was replaced.